Event description:
After performing a successful pta of a venous stenosis, the balloon was very difficult to remove through a 7f cook introducer. The balloon completely separated from the catheter. The separated balloon was removed on the guidewire. The catheter and introducer were removed as one unit.